Event description:
A customer reported false positive rheumatoid factor (rf) results were generated when the immage rheumatoid factor reagent lot m101865 was used on immage immunochemistry system. The results were reported out of the laboratory; however, patient treatment was not impacted by this event. The customer did not provide any data patient data. Sample information was not provided. The customer did not did not provide any data regarding controls or calibration. The customer has not reported any issues with other chemistries or any system errors. Service was not dispatched since this is a reagent issue. Root cause is not known but this appears to be a reagent issue.

Manufacturer narrative:
Root cause investigation is ongoing. The customer was sent a new lot of reagent. This is a reagent issue.